Manufacturer narrative:
The conclusion of the investigation is that the analyzer worked as intended. Reported attempts at reproducing the measurements to an acceptable degree fail. Checks by repetition of sample and measurement e.g. On cobas analyzer shows a significantly different result. This characteristic pattern is found in data logs seen across instruments, sensor cassettes and solutions packs. It is the investigators understanding that the hospital has two neonatal departments. Only one department has this problem (check of data 1 year backwards). Furthermore, radiometer visited the hospital. A possible root cause, which may explain results is contamination / pre-analytical error. This could e.g. Explain lack of reproducibility and that only small volume capillary samples are affected. Component code 4756 used as there is no malfunction.

Manufacturer narrative:
This case is related to the complaints with MDR references 3002807968-2021-00048 and 3002807968-2021-00049.

Event description:
According to the complaint on (B)(6) 2021, at 16:39 the measurement results on the abl90 flex plus analyzer were k: 6,1 mmol/l and lac: 1,6 mmol/l. A second sample was then run (B)(6) 2021, at 16:42 and the results were k: 7,3 mmol/l and lac: 3,0 mmol/l. The customers are finding out of erroneous measurements because they are now running all samples as duplets due to the (B)(6) where they have discovered erroneous k, lac and sometimes ca results on capillary samples. The device was tested at (B)(6) in the lab, with 20 samples pipetted into capillary tubes without a single erroneous k or lactate measurement. Then the device is moved to the south hospital, to the lab to replace the instrument mentioned in (B)(6) and already the same afternoon ((B)(6) 2021), erroneous measurements occur again, on k and lac on the same sample. Then improved clot detection is implemented the next day. 40 minutes after this is activated another error measurement occurs on the device. On the (B)(6) 2021, at 09:41 the results were k: 8,1 mmol/l and lac: 3,8 mmol/l which the customer considered false high. At 09:45 comparison measurements on another abl90 flex plus analyzer gave the results k: 5,3 mmol/l and lac: 1,5 mmol/l. Later the same day on the (B)(6) 2021, two parallel analyzer measurements again showed discrepant measurements on the abl90 flex plus analyzer: at 14:07 a false high result was k: 6,5 mmol/l compared to a comparison measurement measured at 14:10 which was k: 5,3 mmol/l. At 17:35 a false high result on the abl90 flex plus analyzer was for k: 9,2 mmol/l, compared to a comparison measurement measured at 17:33 with the result k: 4,6 mmol/l. No reports of death or serious injury.